Event description:
Device failure due to apparent battery depletion of neurostimulation system prior to expected end of life of the device.

Manufacturer narrative:
04/03/1998: g9- manufacturer report number has been corrected here and in header on page 1. Address of manufacturer listed.